Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced a hemorrhage requiring hospitalization. The pulmonary artery was nicked during the last part of the procedure. A transfusion was not required. A bronchoscope was used to suction the blood and a balloon was prophylactically placed. The estimated blood loss volume of the complication is unknown. At the time of this report, the patient was stilled hospitalized. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.